Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product 5076-52 lead implanted: (B)(6) 2017; 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post-implant, there were high thresholds, with fluoroscopy showing that the lead had pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.